Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer reported over infusion of lasix. Infusion of lasix 1000mg/100ml started at 2ml/hr and bag was empty in 5 hours. Bag volume not noticed due to foil protection per hospital protocol. The log shows the device was programmed using the basic infusion option at a rate of 2ml/hr and volume to be infused of 100ml at 5:29 pm. There were no error codes or interruption in the infusion process and the pump was powered down at 9:57 pm. The pump recorded an infused volume of 8.827ml. Testing and inspection of the device found it to be in good working condition and delivering fluid within specifications and no spring anomalies. No pt harm was reported and no medical intervention required. The customer's complaint of an over infusion could not be verified or duplicated.